Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings & investigation conclusions), h11 corrected fields: d4(UDI#), h4 the customer's decision on repairing the hinge or replacing the entire screen is pending, with no service action performed to date. If any new information is given, the complaint will be reopened and updated accordingly.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the hinged of the cardiosave intra-aortic balloon pump (iabp) unit is damaged. There was no patient involvement.